Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 5 months dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, the patient presented bone type IV, bone graft was executed and immediate implant was performed.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 2 years and 5 months dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type I and trauma over the implant has happened.